Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, a pinhole was found and urine leakage was confirmed in foley catheter. When an attempt was made to replace the catheter, it was found to be unable to be removed due to shaft was broken, catheter was removed via percutaneous puncture under ultrasound guidance.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the overview of the foley catheter with sample port connector and syringe. The second photo shows the that the catheter was broken into two pieces. The third photo shows the inflation cap was broken off. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Upon visual inspection of the sample noted that the catheter was cut, due to difficult to remove, the customer cut the inflation cap and the catheter into two pieces to be able to remove it. Due to the return catheter being cut into two pieces, we can identify the reported issue as difficulty experienced during catheter removal. The condition of the sample suggests that the catheter may have been intentionally cut to facilitate removal, indicating removal difficulty. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, a pinhole was found and urine leakage was confirmed in foley catheter. When an attempt was made to replace the catheter, it was found to be unable to be removed due to shaft was broken, catheter was removed via percutaneous puncture under ultrasound guidance.

Event description:
It was reported that after placement, a pinhole was found and urine leakage was confirmed in foley catheter. When an attempt was made to replace the catheter, it was found to be unable to be removed due to shaft was broken, catheter was removed via percutaneous puncture under ultrasound guidance.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Received (4) photo samples. The first photo sample shows the overview of the foley catheter with sample port connector and syringe. The second photo shows the that the catheter was broken into two pieces. The third photo shows the inflation cap was broken off. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Upon visual inspection of the sample noted that the catheter was cut, due to difficult to remove, the customer cut the inflation cap and the catheter into two pieces to be able to remove it. Unable to test the return sample for the reported failure, therefore this investigation is inconclusive. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.